Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Subsequently, this patient underwent a generator replacement procedure, and this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.